Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and the femoral shaft fracture was confirmed. The clinical/medical investigation concluded that, the data presented in the aged article that reported, ¿during the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, an intraoperative complication occurred as a patient had a fracture on the femoral shaft that necessitated additional bone-grafting and insertion of a plate. The fracture healed uneventfully following non-weight-bearing for three months.¿ however, it did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Based on the information provided, the authors of the study reported, this devastating complication was due to a technical error at the beginning of their experience, as the femoral canal was insufficiently reamed and the nail was hammered down into the femur. Should any relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to procedural/user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "use of an intramedullary hip-screw compared with a compression hip-screw with a plate for intertrochanteric femoral fractures", the authors of the study reported that, during the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, an intraoperative complication occurred as a patient had a fracture on the femoral shaft that necessitated additional bone-grafting and insertion of a plate. The fracture healed uneventfully following non-weight-bearing for three months. Authors reported that this devastating complication was due to a technical error at the beginning of their experience, as the femoral canal was insufficiently reamed and the nail was hammered down into the femur.